Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer stated they had dropped their insulin pump in the toilet prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the pump. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, minor scratched display window.